Manufacturer narrative:
The manufacturer lot code provided is not valid. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported in an e-mail on (B)(6) 2019 that upon removal a tampon fell apart leaving pieces inside. She was able to remove the remaining pieces.